Event description:
Boston scientific received information that the patient with this right atrial lead developed endocarditis. The system was revised, and the patient was treated with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.